Event description:
Insertion post fractures at predetermined breaking point. Implant had to be removed.

Manufacturer narrative:
Insertion post fractures at predetermined breaking point due to mechanical overload caused by user. Implant had to be removed in the same surgery. No other implant was placed.dentist should have consulted instruction for use to prevent this from happen.